Manufacturer narrative:
Device evaluation: "analysis of the returned device identified, the weight of the device within specification. Deformation and crease fold. Based on the device analysis, the final assessment is: no issues found related with the manufacturing".

Event description:
Healthcare professional reported, "left grade 3", capsular contracture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported "side of contracture and grade: left grade 3." Device remains implanted.